Event description:
It was reported that a chronic afib patient presented clinic after secure sense caused patient notification delivery alert. Pvcs are not being sensed at the same time on the far-field discriminator channel as the near-field channel. The device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.